Event description:
The patient called alleging that the meter does not power on. Patient claims the meter hadnot powered on in a couple of years and does not recall what year the issue started. Patient had felt weak, and really bad. Patient visited their physician twice in a month and does not recall if treated. No information on what their blood glucose reading was on the physician's meter. The patient was unable/unwilling to verify if treated. The test strips patient had been using were expired. Using expired test strips can lead to false blood glucose readings. The battery was replaced less than a year ago and was in good condition and the meter still would not power on. Based on the information provided, there isno evidence of a serious injury.